Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that patient received a revitan stem at unknown date and was revised on (B)(6) 2016 due to loosening (beside loosening even breakage, alval and osteolysis is reported). No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea6: aseptic loosening due to insufficient secondary stability => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received. Cannot be excluded. Aseptic loosening due to movement of implant part (proximal or distal) leads to wear => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received. Cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding => not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Aseptic loosening due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Incorrect use etc.) => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received. Cannot be excluded. Aseptic loosening due to lms marking is not readable under or lighting, marking parameters are not sufficient enough, therefore wrong combination of components => possible: the compatibility check could not be performed as only one product was reported to us. Cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding => not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary . Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that a revision surgery was performed due to stem loosening. On the per (product experience report) it states breakage, alval symptoms and osteolysis besides loosening as reason for the revision surgery.